Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to an infection. It was noted that there was vegetation on the rv lead. No further patient complications have been reported as a result of this event.